Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects inside the nozzle. There was no patient involved.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the presence of foreign material inside the nozzle was not specified; it could not be confirmed whether there was a deviation from the instructions for use reprocessing steps. The foreign material residue point was confirmed to be free from deformation. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in " gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection ", and preventative measures in "gif/cf/pcf-290 series reprocessing manual chapter 3 ¿cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.